Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer reported error code e231 occurred. The issue occurred during preparation for use. This involved an olympus deflectable videoscope. There was no patient injury reported.